Event description:
The customer contacted beckman coulter inc. (Bec) to report obtaining reproducible elevated troponin I (accutni) results over a period of (B)(6) 2011. The customer switched the instrument from synchron lxi 725 clinical system to unicel dxi 600 access immunoassay system during this period, and it is unknown which results were obtained from which instrument. This report documents a result, above the acute myocardial infarction cutoff of the assay, generated on (B)(6) 2011 for one (1) patient. The customer felt the accutni patient samples were discordant to alternate method testing. The result was reported out of the laboratory, but did not match the clinical picture of the patient. It is unknown if there were any change to patient treatment in connection to this event.

Manufacturer narrative:
The sample was sent to customer product line support (cpls) testing. Cpls findings: investigation procedure: patient samples were first tested neat for atni to repeat customer's results. Cpls performed a dilution test on sample s1 and s4. Interference testing was then carried out on s1 and s4 results and discussion: cpls first repeated customer's tni results. Dilution test results allowed to detect interference since the test was not linear. Interference testing was performed and revealed an interference which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. As for heterophile antibodies interference, the results do not correlate with the clinical status of the patient. Note: this report contains information on the customer's unicel dxi 600 access immunoassay system only. The information on the customer's other instrument synchron lxi 725 clinical system is listed below: brand name: synchron lxi 725 clinical system, refurbished. Type of device: discrete photometric chemistry analyzer for clinical use. (B)(4). Catalogue number: a63254; serial number: (B)(4). The 510(k) number: k023049. Device manufacture date: 09/11/2000. The below listed mdrs are being reported for the events on different dates at this customer site: 2122870-2011-06428, 2122870-2011-06429, 2122870-2011-06430, 2122870-2011-06431, 2122870-2011-06432, 2122870-2011-06433, 2122870-2011-06434, 2122870-2011-06435, 2122870-2011-06436, 2122870-2011-06437, 2122870-2011-06438, 2122870-2011-06439, 2122870-2011-06440, 2122870-2011-06441, 2122870-2011-06442, 2122870-2011-06443, 2122870-2011-06444, 2122870-2011-06445, 2122870-2011-06446, 2122870-2011-06447, 2122870-2011-06448.

Manufacturer narrative:
Add the following information: sample collection device and centrifugation information was not provided. Qc and system check data was not provided. Access accutni reagent lot number was not provided.